Event description:
Per the clinic, the patient experienced loud crackling noise and pain with device use. The device shows an evidence of malfunction. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the integrity test with the device in-situ indicated that there was a device failure but upon the return of the device, no fault could be determined. The device analysis report is attached. This report is submitted on december 19, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery. This report is submitted on june 15, 2022.